Event description:
A surgeon reports that a pt is experiencing glare in lateral light following intraocular lens implant surgery. The surgery was about eighteen months ago. Limited information has been provided. Additional data has been requested.